Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Breakdown of lens damage is as follows: 3 events were reported as lens damage. 1 event was reported as haptic detached. Out of the 4 events 3 reported removal and replacement. Products have not been returned. Serial numbers of suspect products: (B)(4). PMA/510(k): this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: there were 4 investigations completed during this period: 1 product was not returned and no manufacturing issues were identified 1 product was returned and was received with haptic detached. No manufacturing issues were identified. 2 products were returned and no issues were identified. No manufacturing issues were identified. Correction: customer initially reported that serial number of one device was (B)(4) and the correct sn is (B)(4).